Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 9.0 cm diameter abdominal aortic aneurysm. It was reported that a type I endoleak on the right lateral side of the proximal aorta was found via a CT. It was noted that this was related to the procedure. The patient reportedly had not and would not receive treatment, and the event had not been resolved. Additional information received reported that the physician stated that the cause of the type I endoleak was angled proximal neck anatomy. It was decided that an intervention would not be done because there was no room to implant a cuff. It was unknown if the type I endoleak had resolved and no follow up scanning had been done at the time of the report. No additional clinical sequelae were reported and the patient is fine.